Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached needle was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 18ga powerglide pro midline catheter assembly. The catheter was not returned for evaluation and the safety mechanism was engaged. Usage residues were observed throughout the sample. The guidewire protruded from the needle shaft and was intact. The guidewire was properly engaged with the advancer and the needle was secure within the housing. Microscopic inspection did not reveal any evidence of guidewire breakage or detachment. No evidence of needle detachment was observed. No evidence of needle or wire breakage/detachment was observed during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of recx2518 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide guidewire and catheter advanced without resistance. Device was pulled back to remove and safety needle. When attempted to pull through the rubber wing in the hub of the catheter, the end of the needle detached from the device. This resulted in the need to grab on the needle to remove it completed away from the catheter. The needle and wire appeared to be in tact. The patient was not harmed. Catheter was placed successfully and working properly.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recx2518 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide guidewire and catheter advanced without resistance. Device was pulled back to remove and safety needle. When attempted to pull through the rubber wing in the hub of the catheter, the end of the needle detached from the device. This resulted in the need to grab on the needle to remove it completed away from the catheter. The needle and wire appeared to be intact. The patient was not harmed. Catheter was placed successfully and working properly.